Event description:
Customer received a reading of 490 mg/dl and called an ambulance. The ambulance arrived and received a reading of 190 mg/dl. No medical treatment was received based on the readings. An evaluation of he system was conducted over the phone. During the evaluation the customer received a reading of "lo". The customer was instructed in the appropriate testing technique and received a reading of 151 mg/dl. Found that the customer was not using correct testing technique.